Manufacturer narrative:
Investigation summary: unconfirmed, no sample received. Investigation conclusion: based on the investigation conclusion, bdm-ps was not able to confirm or correlate this symptom with a potential cause linked to bd process root cause description: customer does not require an investigation. 8d report is not required at this time. Batch record review did not indicate of any incident in relation to the problem statement. Batch was released in accordance to the acceptable criteria. Complaint could potentially be related to a blocked needle.

Event description:
It was reported that plunger error occurred before use with a bd ultrassafe plus passive needle guard syringe (x-series). The following information was provided by the initial reporter, "according to the pharmacist, when the patient was going to administer the unit, something was wrong with the plunger rod, it was blocked."